Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8.5f sheath hole prior to an ablation procedure on (B)(6) 2021. The sutures of two prostyle devices were successfully pre-placed, the sheath was upsized to 12f and the ablation procedure was completed. Hemostasis was achieved with the two prostyle sutures. The patient was discharged on (B)(6) 2021 reportedly, the evening of (B)(6) 2021, the patient had a swollen right leg. The patient returned to the hospital on (B)(6) 2021 where deep vein thrombosis was confirmed via echo-guided imaging. There was no back wall stitch and no reported issue with the prostyle sutures. Apizaban was prescribed. Patient remained in the hospital for follow up until (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.